Event description:
It was reported that the inserter broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor inserter handle broke. Probable root cause: spring too soft/broken, power button too small, power button slot too big, manufacturing/ service nonconformity, use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the inserter broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.